Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy procedure, there was a problem loading the device and it was not able to fire. However, the surgeon was able to press the green button and squeeze the handle. They replaced with new reloads to complete the case. The patient was alive with no injury.